Manufacturer narrative:
The reported event of mw - devices malfunctioned file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿alaris IV pu ps malfunctioned during case. First time, brain of pumps and 2 channels replaced. Second time, brain and 2 channels replaced." The customer reported that two pump malfunction events occurred during a case, this is for the second event. No patient harm was reported.